Event description:
It was reported that a clearlink continu-flo solution set leaked. According to the report, there was a leak towards the bottom of the pump segment where it meets the rubber sleeve. The nurse noticed it while priming the set with normal saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.